Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 419 mg/dl and an injection of insulin was administered to address the bg level. A system check was performed and the infusion set site appeared to be the cause of the occlusion. The contact could not check the site at the time. The contact thought that the pump was at fault. The contact met with a tandem clinical diabetes specialist and reviewed occlusions, technique and infusion sets.